Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the stopcocks of an unspecified quantity of unknown access sets were found frequently cracked "on the adhered portion". The event(s) occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.